Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical equipment - eqtxs3216. It was stated the paint was bubbling/chipping on the spring arm. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. According to the information gathered, the issue was discovered during maintenance. A root cause analysis was conducted by the subject matter expert. As stated: according to information gathered, the cleaning process has not been followed. The customer utilizes a hydrogen peroxide cleaner, heavily saturate the light, and let sit for 10 minutes before drying. Paint peeling and corrosion are probably caused by a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning or disinfection protocol. The manufacturer recommends following the instruction for use, where the recommended and prohibited products are mentioned. Alcohol and chloride ions have clearly been identified as prohibited solutions. The damaged parts must be replaced as soon as possible. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of our surgical equipment - eqtxs3216. It was stated the paint was bubbling/chipping on the spring arm. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.